Event description:
It was reported the patient received the following results within 15 minutes: 159 mg/dl with the aviva meter and 86 or 89 mg/dl with the doctor's meter (the patient did not recall the exact result taken with the professional meter).